Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an unspecified arthroscopic procedure, while stitching the articular lip of the shoulder joint, the arthro-pierce instrument broke. The doctor removed all the fragments of the broken arthro-pierce instrument. The procedure was successfully completed with non-significant surgical delay using a s+n back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. An analysis of the customer provided image found that the jaw of the arthro-pierce instrument was broken. The root cause of the reported event could not be determined. Factors that could have contributed to the failure include excessive force on the device or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time. Internal complaint reference: (B)(4). H8: updated to unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4). B5: event description updated.

Event description:
It was reported that during an unspecified arthroscopic procedure, while stitching the articular lip of the shoulder joint, the arthro-pierce instrument broke. The doctor removed all the fragments of the broken arthro-pierce instrument with arthroscopic forceps. The procedure was successfully completed with non-significant surgical delay using a s+n back-up device. No further complications were reported.